Event description:
Log files were sent for review. The event log file captured low power advisory events on 23feb2025 between 19:06:06 and 20:49:55. The event log file captured low power hazard events on 23feb2025 between 20:49:55 and 20:57:58. The event log file captured no external power events on 23feb2025 between 20:57:59 and 22:41:07 with the emergency backup battery (ebb) operating the system during these times. The pump stopped on (B)(6) 2025 at 22:41:07 due to the ebb being completely drained. The pump and peripheral equipment operated as intended when there was adequate power to the system. It was reported that the patient passed away on (B)(6) 2025 with unknown cause of death. The death was not considered to be device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a full battery depletion leading to a pump stop was confirmed via log file review. Data from the reported event date 23feb2025 was reviewed. Before the beginning of the system controller event log file at 19:06:06 on (B)(6) 2025, a low power advisory alarm activated due to both batteries relative state of charge (rsoc) voltages depleting to ~1.5v. The low power advisory led to a low power hazard alarm at 20:49:55 and the alarm further escalates to a no external power alarm at 20:57:59. The backup battery supported the system for approximately 1.75 hours until 22:41:07 on (B)(6) 2025 when a pump stop occurred due to the backup battery also completely depleting. At 22:43:37, the system controller shut down. The system controller was connected to a power module and powered back on at 9:34:35 on (B)(6) 2025 with the driveline disconnected; this was consistent with a log file download of the system controller. No other notable events were observed in the log file. The root cause of the pump stop was determined to be due to total battery depletion. The device history record for the system controller (serial number (B)(6) with shop orders were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including low voltage advisories, low voltage hazards, and no external power alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to regularly exchange their 14v batteries when the state of charge leds indicate low power and not to sleep while connected to 14v battery power. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.